Event description:
It was reported that during a lap colon resection procedure, the device would not open after an unk firing. They stapled proximally and distally to the device and removed the device. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.